Event description:
Initial reporter indicated that his dell handheld containing 7.1 programming software freezes upon interrogation. The software and handheld were returned for product analysis. An analysis was performed on the flashcard and no anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications. No anomalies noted with the returned handheld in product analysis.